Event description:
The customer reported the system had a faulty cable in the x-ray inhibit line and was unable to make an exposure. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the connection cable between the cart and c arm the tested exposure. The system operates as intended.